Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the force sensor shim and the display is dim. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that there were no pump not primed warnings or cartridge detected warnings observed in the black box. A rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test revealed the sensor is detecting low force. A cartridge with 100 units was correctly loaded into the pump. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. The resistance on the force sensor measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. No burr was observed on the piston rod. (B)(6).